Manufacturer narrative:
The return of the device to conmed corporation for evaluation is anticipated; however, has not been received to date. A supplemental report will be submitted on completion of the quality engineering evaluation.

Event description:
It was reported that during the use of a vcare vaginal-cervical retractor-elevator, medium size, in a robotic hysterectomy, on removal of the vcare device at the end of the case, the cervical balloon pulled off of the device shaft. The cervical balloon was immediately retrieved from the patient and removed. As reported, the procedure was otherwise completed with no further complications or patient injury.

Manufacturer narrative:
The device was not returned from the end-user facility nor were any visual evidence (photographs) of the device shared with conmed. Numerous communications with the end-user facility remain unanswered to date and therefore additional details of the event were not discovered. Without the actual product an evaluation could not be performed to verify the device's components detached from the device and a root cause of the alleged detachment could not be determined. A review of the device history record for this product was not possible as the lot number was not made available. A 2-year review of product history for this device family showed a total of (B)(4) similar reports of "detachment of components". During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of the (B)(4) reports of component detachments, there has been only (B)(4) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: - prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. - swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. - vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. - visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient. Never returned to conmed corporation.